Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. The device was unable to pass a mild tortuosity in mid circumflex artery. The device was removed. It was then noted that the stent was missing from the catheter. The stent was found lodged further down the circumflex artery. The stent was adapted to the wall of the artery and the procedure was continued. The lesion to be treated was more distal to the tortuosity and the adapted stent. The lesion was treated without any further complication.

Manufacturer narrative:
Combination product: yes. 30-jan-2025 this report was opened with an incorrect lot number and we are closing it. The correct lot number has been reported on MDR-1028232-2025-00552.